Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image problem missing a lens. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair centre for the evaluation and reported problem was confirmed. Based on the results of the investigation results, the most probable root cause of the problem is bad ccd (charged coupled device) which is traced to component failure.

Event description:
It was reported that the camera head had image problem missing a lens. The issue occurred during reprocessing. There was no patient involvement.